Event description:
Patient was found deceased at home on (B)(6) 2011. An investigation of the device has been requested since it is not sure if device function was a factor in the death.

Manufacturer narrative:
(B)(6) 2011. The analysis on this device is pending.

Manufacturer narrative:
(B)(4). The analysis on this device is pending. (B)(4).

Event description:
Patient was found deceased at home on (B)(6) 2011. An investigation of the device has been requested since it is not sure if device function was a factor in the death.